Event description:
This report is to advise of an event that occurred during analysis.

Manufacturer narrative:
Analysis found normal electrical characteristics for the returned lead portion. The outer insulation was abraded due to friction with the ICD can. No complaint was received from the field. Event (failure) observed during analysis.